Event description:
It was reported that the delta monitor disconnected from the ics central station. There was a pt death reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.